Event description:
Meter had not powered on for "several months" and since the meter did not power on, the patient took set amount of oral medication on a regular basis. Recently patient felt dizzy; therefore patient was taken to the hospital where their blood glucose was taken. The patient does not recall the reading and mentioned they were not treated. The batteries were replaced less than a year ago and the meter still did not power on. The battery contacts were in good condition. Customer service was unable to resolve the issue; therefore, sent the patient a replacement meter.